Event description:
It was reported that the patient had difficulty charging beyond two bars. The patient underwent an implantable pulse generator (ipg) replacement procedure and the patient was doing well postoperatively. The explanted device was not returned as it was disposed by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging beyond two bars. The patient underwent an implantable pulse generator (ipg) replacement procedure and the patient was doing well postoperatively. The explanted device was not returned as it was disposed by the medical facility.